Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during positioning of an embolization coil in the intended area, the coil unexpectedly detached. The coil was pushed into the intended area with another coil. There was no reported intervention, patient injury, or health damage.